Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. During troubleshooting, the safety valve pull magnet was found to be defective and was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The movable axis of the safety valve pull magnet controls the opening and closing of the safety valve membrane in the inspiratory pipe. The pull magnet is electrically activated (closed) from the main block expiratory channel. Analysis of the provided device logs confirms the issue with the failed internal leakage test. Additionally, the logs show that the device failed the pressure transducer test during the puc, and it generated a technical alarm referring to alarm sound level issues. The pull magnet was returned for further investigation. A visual inspection of the returned part revealed no abnormalities. The returned pull magnet was then placed into a reference ventilator for simulated use testing. During this testing, the device passed the puc. After passing, ventilation was performed successfully for four days without generating any alarms or errors. After ventilation, several pucs were performed, all of which passed. Our conclusion is that the device failed to meet its specifications during the reported event and that the pull magnet (the safety valve) could be a contributory cause. However, since the reported issue could not be reproduced at the manufacturing site, no definite root cause can be established.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.